Event description:
It was reported that a patient underwent a gynecological procedure in late 2007. During the procedure, after four cores had been taken, this motor drive unit stopped working. The customer tried to cycle the power but the motor drive unit did not power on. The customer waited a few minutes, tried a second time and the unit did not power on. The case was successfully completed using a different type of motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria.